Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by web self-service that the patient experienced inaccurate cgm values. The patient was acting strange, sweaty, and weird. The patient was confused and lost consciousness. The cgm was reading 105 mg/dl and ems was called by a bystander. The blood glucose reading was 40 mg/dl by ems and the egv at that time was not documented. The patient was treated with sugar IV and recovered after treatment. At the time of the report 3 days after the event, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.